Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The son of the patient reported that the patient has had trouble with their mobility, and they are unsure if it is related to the implantable neurostimulator (ins) or progression of parkinson's disease. It was stated that the patient was drooping so bad on the left side they thought they had a stroke or were paralyzed. The patient had gone to the hospital for these issues, and the stroke and paralyzation were ruled out. An inability to sync was mentioned but resolved with troubleshooting. Once a sync was performed it was found that stimulation was off. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.